Event description:
The customer reported that during a microwave liver ablation, the doctor used 3 antenna's. Because of the location of the tumor, the antennas were spaced about 1.3 cm and about 1 cm from the third probe at the surface and about 1.5 cm apart at the tips. About 8 minutes into the case, the doctor noticed that the pt was forming a burn on the stomach around the probes. The burn was approximately 1 cm in diameter and 3rd degree. It was treated with silver sulfadine cream. The ablation generator was turned off to evaluate the skin burn and then the doctor decided to do an additional ablation more proximal with only one antenna.

Manufacturer narrative:
The antenna was discarded by the site. The IFU states, and the doctors are trained, that the minimum distance between antennas must be 1.5 cm. The doctor was reminded of the minimum distance, and he reported that he would rather have a skin burn with a successful ablation than no skin burn with an under ablated lesion.